Event description:
It was reported that during a colon dextra procedure, after 30 minutes, the device stopped and kept repeating the initial test. Afterwards, the generator signaled "instrument error 6". A new device was used to complete the case. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the ace14s device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure.